Event description:
Pt had laparoscopic cholecystectomy with intraoperative cholangiogram. Small black valve of trocar broke and was left in pt surgeon was able to remove valve manually. No harm to pt. All other parts or trocar were found. Surgery started at 13:25 and ended at 14:40.